Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading was 671mg/dl. Troubleshooting was performed. Also, the customer reported being in and out of the hosp due to a heart condition. Attempted to perform the troubleshooting, but the customer does not feel comfortable and requested a replacement insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.